Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the distal left circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, however excessive force was not encountered during delivery of the device. It was reported that the device failed to cross the lesion and that stent deformation occurred in vivo. The device was not deployed in the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Photo review: photo 1; image shows a 2.25mm*14mm resolute integrity shelf carton, and the proximal and distal portion of a device. Deformation is evident to the distal portion of the stent. The lot number on the label of the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.